Manufacturer narrative:
Added information to h6. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates ppm main hemodynamic consequence is to generate higher than expected gradients through a normally functioning bioprosthetic valve. It has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Improperly sized valves with ppm can hasten the development of early degenerative changes and premature prosthetic valve dysfunction with varying degrees of prosthetic valve stenosis and regurgitation. Although ppm is a well-recognized phenomenon of bioprosthetic valves, it is most likely related to patient anatomical changes after long implant durations. When discovered intraoperatively or early post-operatively, ppm is most likely related to procedural factors, including specific patient assessment and valve model and size selection. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A DHR review is unable to be performed because no lot/serial number was provided. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
Article surgical aortic valve replacement using a supra-annular self-expanding bioprosthesis surgical aortic valve replacement using a supra-annular self-expanding bioprosthesis. J am coll cardiol case rep. (B)(6) 2024. Https://doi.org/10.1016/j.jaccas.2024.102664. It was reported a 21mm 11500a aortic valve implanted three (3) years was explanted due to patient prosthesis mismatch (ppm), aortic stenosis, and early structural valve deterioration. Patient failed to have symptom relief after three (3) years because of the ppm. The explanted device was replaced with a 29mm evolut pro+ valve.

Manufacturer narrative:
H11. Full article citation: ohair, d, iyengar, s, ware, m. Surgical aortic valve replacement using a supra-annular self-expanding bioprosthesis. J am coll cardiol case rep. 2024 nov, 29 https://doi.org/10.1016/j.jaccas.2024.102664. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.